Event description:
It was reported that a patient underwent a cardiac ablation procedure with a lassostar, 10p, dia 15mm loop size and an internal components exposed issue occurred. After unpacking the lassostar, a broken wire was identified on the proximal end of the lassostar. A new catheter was required. The damage resulted in wires being exposed. There were no lifted or sharp rings that resulted from the damage. The procedure was not delayed due to the reported event and it was successfully completed with no patient consequences.

Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter address line 2 (cont.): (B)(6). The product has not returned for analysis, however, a photo was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 02-sep-2022. It was reported that a patient underwent a cardiac ablation procedure with a lassostar, 10p, dia 15mm loop size and an internal components exposed issue occurred. After unpacking the lassostar, a broken wire was identified on the proximal end of the lassostar. A new catheter was required. The damage resulted in wires being exposed. There were no lifted or sharp rings that resulted from the damage. The procedure was not delayed due to the reported event and it was successfully completed with no patient consequences. Device evaluation details: according to pictures provided by the customer, the wire was noted broken near to the proximal end. Also, internal parts were exposed. This condition is related to the customer complaint. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and scanning electron microscope (sem) study of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that the shaft was broken, and internal wires were exposed. Through the sem study evidence of mechanical damage and stress marks on the device was found. It was determined that this damage could be related to handling of the device during the procedure or use of excessive force; however, this could not be conclusively determined. A manufacturing investigation was performed and concluded as follows: based on the evidence that proves that all the controls to detect this damage were in place and being followed as prescribed, no deviations from the procedures were found, and all the personnel involved was trained and certified accordingly, it was determined that this issue is non-manufacturing related and could have been provoked due to mishandling of the device outside the bwi manufacturing facilities. A manufacturing record evaluation was performed for the finished device 30689464l, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).